Event description:
Consumer contacted via phone and stated that the toothbrush blew up and burst into flames. No injury was reported.

Manufacturer narrative:
09-nov-2020 product investigation results: product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Consumer contacted via phone and stated that the toothbrush blew up and burst into flames. No injury was reported.

Manufacturer narrative:
(B)(6)2020 product investigation results: product return was not received yet, but an investigation has been done based on available production code. Investigation results confirmed that the melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Manufacturer narrative:
This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Consumer contacted via phone, and stated that the toothbrush blew up, and burst into flames. No injury was reported.